Event description:
Customer reported blood glucose results of 425 mg/dl, 229 mg/dl and 122 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, treatment, or adverse event relative to these discrepancies. Meter passed valid control tests, was not replaced or returned. Strips not available for return, replacement system sent.